Manufacturer narrative:
The target lesion for the index procedure was the proximal right coronary artery (rca). A cypher 3.5 x 18 mm stent was implanted. The exact date of the procedure, patient demographics, lesion characteristics, and details of the implantation are not available. The product is not available for evaluation and testing. Please note that device is distributed outside the united states; however, it is similar to the united states product. A report was received that a cypher sds was associated with stent fracture and restenosis eleven months post cypher stent implantation. The event involved a patient of unk age, gender and medical history. The reason for the patient's admission to hospital was not reported; but an angiogram revealed a lesion in the proximal rca. The pre or intra procedural administration of asa, ticlid or heparin and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of a 3.00 x 18mm cypher stent at an unk maximum inflation pressure. The post procedural administration of asa or ticlid was not reported. Eleven to twelve months after the index procedure, a repeat angiogram revealed a fracture within the previously implanted cypher stent. In addition, a 75% restenosis was also noted at the area of the fracture. This was treated with ptca. The product remains implanted in the patient and is not available for evaluation. In addition, a DHR review could not be performed since the lot number was not provided. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Based in the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event. Corrective actions have been opened to address fractures associated with cypher stents. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that approximately one (1) year after the index procedure coronary angiography was done during the follow-up period. The physician confirmed that the stent implanted during the index procedure was fractured/split in two. A 75% restenosis was observed at the fractured portion of the stent. Balloon angioplasty was done to treat the restenosis and stent fracture-procedural details were not available. There was no reported patient injury.